Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference numbers: 3006705815-2021-04217, 3006705815-2021-04218. It was reported the patient¿s ipg is inoperable. Surgical intervention took place wherein the ipg was explanted and replaced. Therapy was restored. Note: it is unknown which ipg was explanted, as such all three are being reported.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.